Event description:
During a cardiac mapping procedure of the right ventricle, the pt's blood pressure went down. The endocardiograph indicated a cardiac tamponade. Drainage was performed, the blood pressure returned to normal. The pt's status was stable.